Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a left tha in 2010 and approx in 2018 patient started to experience pain. Patient was notified her implants were part of recall about 4 - 5 years ago but surgeon did not revise at the time. On (B)(6) 2020 the patient heard a pop and experienced excruciating pain. Patient went to the ER and was given an x-ray and was told the implant broke and was revised on (B)(6) 2020. Patient is seeking compensation.